Event description:
Related manufacturer report number 3006705815-2022-01310. It was reported that lead fracture issue was suspected by the physician. The leads had high impedance issue and strength was reducing. Patient had a fall prior to the issue starting. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were replaced. Effective therapy was established post-operatively.